Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract and vitrectomy procedure, a system message displayed. The intraocular lens implant was successfully completed by using an alternate system. However, the laser portion of the case could not be completed. Additional information was received indicating an outpatient secondary laser procedure was performed.

Manufacturer narrative:
The operator¿s manual includes a warning: good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The system communicated the advisory. The system communicates information to the user through the display of system messages which are displayed and described to the user as faults, errors, advisories or system information. These terms are used to classify the level of response required to ensure fail-safe operation of the system. The presentation of a system message alone does not indicate that a malfunction has occurred. System messages typically occur when the system detects a condition that is not met but is required for the system to continue. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. System messages are priority based, with fault messages being the highest priority, followed by error messages, advisory messages, and system information. Each type of message is color coded as follows: fault ¿ red; error ¿ yellow; advisory ¿ green; information - blue the company service representative examined the system but was unable to replicate the reported sm. The company service representative did find the hub rollers were sticking, evidence of balanced salt solution (bss) ingress in the fluidics module. The fluidics module was replaced as a preventative measure. Unrelated to the reported event, the company service representative also replaced the footswitch cable. The system was then tested and met all product specifications. The company representative observed the system could have been rebooted to restore the laser function. The director of the facility decided not to reboot and the case was completed by injecting the silicone oil. The system was manufactured on october 24, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message can be attributed to bss ingress. (B)(4).